Event description:
The drain was inserted followng an emergency appendectomy on 8/26/96. On 8/29, a registered nurse attempted to remove the drain. When she encoutered some difficulty, she spoke to her coworkers who indicated that there would be some resistance. The nurse then returned to the pt and gave a firm, steady pull. The distal end fractured off in the pt and was removed surgically on 8/30/96.